Event description:
Surgeon placed skull clamp on patient's head. Patient then turned prone in preparation for surgery on cervical spine. Clamp was firmly attached to mayfield base support which is firmly attached to the or table. While head was being repositioned by surgeon the swivel lock appeared to become unlocked and patient's head fell downward with the bridge of his nose striking the crossbar of the skull clamp. This injury was superficial. The surgeon once again repositioned and re-secured the head but then the head was "spontaneously ejected" from the skull clamp, resulting in a deep 5cm laceration above the right ear. This required closure with skin staples.====================== manufacturer response for skull clamp/head support, mayfield======================the manufacturer acknowledged the device's inherent instability. They supplied us with a loaner clamp while they evaluate ours. They provided me with the instructions for use at my request. The IFU does state that "the direction of the single pin should point directly through the center point created by the centerlines of the patient's head with the pins on the two-pin side of the skull clamp being equidistant to single-pin line of direction to obtain the highest degree of stability."